Manufacturer narrative:
Na

Event description:
Complainant alleged that during biomedical department's routine testing and preventive maintenance of the device, the device shut down when the top corner was tapped and turned back on when it was tapped again. The complainant indicated that there was no patient involvement in the reported failure.